Event description:
Aspen surgical received a report from the end user indicating that a needle broke while in use. No patient involvement was reported. The issue was filed under our complaint handling system under number (B)(4).

Manufacturer narrative:
No further information is available on the product at this time. However if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.